Event description:
It was reported that this shaver handpiece functioned intermittently during use. There were no injuries or surgical delays reported with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. Further investigation found the handpiece has a potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.